Event description:
It was reported that the patient experienced inadequate stimulation and had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.